Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reported alleged deficiency occurred on multiple procedures or on a single procedure? Please confirm how many clips did not fit onto the suture? What suture type and size was used? When the event occurred, was the suture placed near the hinge of the clip? Please confirm how many clips could not be loaded into the applier? Please explain how the clips were loading into the applier? Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading. Please provide the applier product code and lot number? Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). Was the applier checked for damaged (jaws straight and aligned)? Package lot number of the clips? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture clips were used. During the procedure, it was reported by a sales rep that, the clip could not be loaded into an applier properly. Two devices will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned samples revealed that xc200 cartridge was received sterile with no apparent damage and 6 clips loaded. The cartridge was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed six clips as intended. The clips were as intended and conforms to our manufacturing requirements. The event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned samples revealed that xc200 cartridge was received sterile with no apparent damage and 6 clips loaded. The cartridge was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed six clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional information was requested, and the following was obtained via: - did the reported alleged deficiency occurred on multiple procedures or on a single procedure? => unk. - please confirm how many clips did not fit onto the suture? => unk. - what suture type and size was used? => unk. - when the event occurred, was the suture placed near the hinge of the clip? => unk. - please confirm how many clips could not be loaded into the applier? => unk. - please explain how the clips were loading into the applier? => unk. - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading. => unk. - please provide the applier product code and lot number? => unk. - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). - was the applier checked for damaged (jaws straight and aligned)? - package lot number of the clips? => ub2aem. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.=>the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number is (B)(4). - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).=>(B)(4).